Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter evaluated the device and found that the motor was failing due to severed motor mount screws. It was determined that this failing part caused the system error 105 alarms and has been replaced.

Event description:
During review of the event history log, system error 105 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.